Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys anti-tshr immunoassay results for 1 patient sample on a cobas 6000 e 601 module. The initial anti-tshr result was 0.47 iu/l and was reported outside of the laboratory. The physician questioned the result. The repeat anti-tshr result was 40 iu/l. A new sample was collected and the anti-tshr result was 40 iu/l. There was no allegation of an adverse event. The anti-tshr reagent lot number was 322384 with an expiration date of 31-jul-2019. The investigation determined that the calibration and qc were acceptable. The investigation is ongoing.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The alarm trace from the day of the event contains abnormal sample aspiration and abnormal sample probe movement alarms. The investigation did not identify a product problem. The cause of the event could not be determined.